Event description:
It was reported that during a remote follow up, inappropriate high voltage therapy was delivered by the device. Abbott technical support was contacted, session records were reviewed, and incorrect interpretation of signal was suspected to be due to programming. An adjustment in the patient's medication was made to resolve the event. No additional intervention has been performed at this time. The patient was in stable condition.